Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient's ins quit working and the patient was unable to turn the ins on using the programmer. The patient replaced the batteries in the programmer and then saw an end of service (eos) code. The patient was directed to the healthcare professional. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that patient had an x-ray and it was confirmed everything looked good. Patient reported the issue had not resolved and they were scheduled january 29th to get their battery replaced.